Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising and tingling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruise and tingling: 6. Adverse events: ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance; the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flulike symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. B. Health care professional instructions: 16. Patients may have mild to moderate injection site responses, which typically resolve in a few days in the nlfs, and within 2 weeks in the lips and perioral area. If the treated area is swollen immediately after the injection, an ice pack can be applied to the site for a short period.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm ultra® xc in the top and lower lip by their nurse injector. On the next day, the patient had developed bruising. The patient then had an injection with botox® at another clinic where they told the patient to go to the emergency to be treated for vascular occlusion as the "area did not look good." Patient was reviewed 4 days later by the injector. Upon palpation of the "whitesh area on the lower lip," there was venous return. Patient had no pain or mottling color in appearance. Patient was reviewed by a colleague of the healthcare professional via (B)(6) and did not think it was vascular occlusion. The healthcare professional is keeping an eye on the situation. Patient started taking aspirin the following day. On the next day, the noted having a slightly "tingly sensation" in the morning but resolved after 2 hours. The patient noted that they weren't sure if there was tingling or if they had been overthinking it. It was later discovered that the white spot on the patient's lip was pre-existing to the injection. No further treatment is required and the patient is happy. Symptoms have resolved.